Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient described an uncomfortable sensitivity to the stimulation around the generator site. As a result of the event reprogramming and impedance testing was done. The product issue was resolved and the cause of the issue was not determined. The patient status at the time of the report was alive, no injury. Patient symptoms included less than 50% therapy relief at the device pocket. On the day of the report the patient noted that she hadn¿t used her stimulator much since her last reprogramming because one or more programs caused an uncomfortable sensitivity around her generator site. Compounding this issue, the area the patient needed the greatest amount of therapy was in the low back/upper buttock area where the generator was located. Interrogation of the system yielded impedance values between 1200 and 1900 ohms for all electrodes, even when changing the reference electrode. The stimulation diary showed she had only used her stimulator for nine hours since her last reprogramming session on (B)(6) 2014. Program evaluation found that program 1 covered her low back, but caused uncomfortable sensitivity around generator site. Program 2 covered right leg and program 3 covered the center of her low back, both without any uncomfortable sensitivity at generator site. Program 4 provided stimulation only to her stomach and wasn¿t of any use, but did not cause uncomfortable sensitivity to her generator site. Program 1 was reprogrammed and provided therapy to her bilateral low back, though a little higher than what she said would be ¿ideal¿, without any uncomfortable sensitivity to generator site. Program 4 was reprogrammed to provide therapy to legs, left greater than right, without uncomfortable sensitivity. The patient had not brought her patient programmer to the appointment the day of the report, so all programs were left at the patient comfort levels and stimulation was turned off. The patient was told to turn stimulation on when she got home and had the patient programmer. Attempts of getting stimulation coverage to the left low back/upper buttocks area were successful but caused the same uncomfortable sensitivity to generator site, so were not saved for patient use. The reasons for these patient symptoms were not determined. The patient was receiving effective therapy for her lefts, center of low back, and bilateral low back, approximately 3-4 inches above waistline, at the conclusion of reprogramming. It was later reported that there was a 50% or greater symptom reduction after reprogramming. The cause of the event was not determined. At the end of programming session the patient was alive, without injury and receiving effective therapy.